Event description:
On (B)(6)2026, during cataract surgery in australia on a patient with a moderate cataract, the quatera 700 unexpectedly failed while operating in vacuum mode. At the time of the incident, the surgeon had already inserted the handpiece into the eye and was preparing to begin trenching when the system screen went blank and the device could not be restarted. The quatera 700 was immediately taken out of service, and the procedure was successfully completed using an alcon system. No adverse impact to the patient occurred, and no additional medical intervention was required.

Manufacturer narrative:
The analysis of the log files revealed that the device entered a safe state due to a us output voltage deviation.